Event description:
Following a diagnostic catheterization procedure a vasoseal elite was deployed. The operator reported having blood back into the sheath during the deployment and thought the collagen was stuck so he pushed on the plunger to advance the collagen through the sheath. At that point the sheath broke. The sheath was removed without difficulty. No patient complications were reported.